Event description:
It was reported that the device exhibited a ¿no disposable, pump won¿t run" alarm and was powered off. Troubleshooting was performed and air bubbles were noted in the tubing on top of the cassette. The device settings were reviewed, and the reservoir volume was 11.8ml, continuous rate 2.2ml/hr and volume given 88. 25ml. Per reporter, troubleshooting continued but there were dozens of little bubbles in the tubing that wouldn¿t move, and the also alarms persisted. The pump was powered off, and tube remains clamped. Further instructions were provided to the patient to seek help from the doctor. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.